Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The bending section cover glue had discoloration, was separated, and chipped. The air/water nut painting was peeled off. The angulation had play. The wire stopper angulation was less or specified value. The up/down knob angulation was less or specified value. The probe unit piezo elements were defective. The universal cord was scratched and squeezed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope had air/water leakage. No patient harm reported. During the evaluation of the device, it was noted the adhesive was peeled off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object. This report is to capture the reportable malfunction of the adhesive was peeled off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the adhesive peels off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object and/or a handling issue. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection: 3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.